Manufacturer narrative:
Reference medwatch 2032227-2014-53674 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer experienced a low blood glucose level of 42 mg/dl and a high blood glucose level of 443 mg/dl. The customer received sensor error, calibration error, and lost sensor alarms. He treated his low blood glucose level with juice, three cookies, and fruit. The customer was advised to monitor his insulin pump. The product was not returned. Nothing further to report.